Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided . D1: brand name unknown / not provided . D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: email unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was repoerted that clinician removed the remaining tooth. Remaining max teeth for upper arch hybrid restoration. Product evaluated and filed. Rv (B)(6) 2024. The returned implant has signs of use, apparent bone / tissue attached to external threads. The implant was identified as item tmt4b11 and was attached to a crown, the screw attached to the crown was observed stripped.